Manufacturer narrative:
(B)(6). These parts are not approved for use in the united states; however a like device catalog # 6955934, 510k # k042789 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a surgery to extend the fusion on level. During the procedure, all previous implanted devices were explanted except a tip of broken screw at right c7. The new implant construct was implanted at c2/t5. The top of the broken screw is remained in the patient. No other complication was reported.